Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) laparoscopic lobectomy, after loading the instrument and closing for test like it was described on the instructions for use, the instrument fired by itself and showed a cross marked handle on the display. Another handle was used to complete the case. There was no patient injury.